Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had seen a lot of improvement in their symptoms since the device was implanted. Patient stated that they were still waking up in a diaper and if they sneeze, they still pee but they noticed a big improvement for around 80%. Patient stated that today all of the sudden they felt a strong pain were the implant was. The patient mentioned that it felt like a shocking sensation that they never felt before so they were wondering if it maybe was caused by the weather as where they were at that moment it was raining and there was like a thunder. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.